Event description:
It was reported that after a da vinci-assisted prostatectomy procedure, the monopolar curved scissors was found distorted. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no arcing observed and the instrument seemed to be fine before the procedure. There is no image or video available for review. No more details are available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The monopolar curved scissors was found to have a broken tube extension at the proximate end. The broken pieces were not returned, measuring roughly 0.103 x 0.302 in size.